Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials on the nozzle, the charged coupled device lens adhesive, and in the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified for all phenomena. A definitive root cause cannot be determined. Physical damage was found at the locations where foreign material remained. The event can be detected and/or prevented by following the instructions for use which state: -detection method in "cf-h185l/I operation manual chapter 3 preparation and inspection". -preventive measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.